Event description:
The home patient reports a 2240 alarm during the initial drain of automated peritoneal dialysis with the homechoice machine. The patient reports that the patient line was "not connected" all the way. The patient discontinued treatment and started again with new supplies. The patient's nurse confirmed that there was no patient injury or medical intervention required.